Event description:
The following limited info has been reported by the dialysis center concerning a pt death. It was reported that the pt was using the meridian hemodialysis machine, medisystems blood tubing, baxter fistula needles, and a baxter dialyzer. The pt was dialyzed on 8/2002. On 9/2002 the pt went to the hosp with jaundice and subsequently expired. The pt's blood results at the hosp revealed a low hemoglobin reading and hemolysis. It was reported that the pt experienced nausea, vomiting and diarrhea during the dialysis treatment. No further info is available at this time.

Event description:
The following limited info has been reported by the dialysis center concerning four pt deaths that reportedly occurred within one week. All four pts were using the meridian hemodialysis machines. Medisystems blood tubing, medisystems fistula needles, and baxter dialyzers. Pt a was treated in 8/2002 and the next day went to the hosp with jaundice and subsequently expired. Pt's blood results at the hosp revealed a low hemoglobin reading and hemolysis. Pts b and c expired shortly after treatment and blood results indicated a low hemoglobin reading and hemolysis. Details regarding the fourth pt death are unknown. It was reported that all pts experienced nausea, vomiting and diarrhea during treatment. No further info is available at this time.

Event description:
The following limited info has been reported by the dialysis center concerning a pt death. It was reported that the pt was using the meridian hemodialysis machine, medisystems blood tubing, baxter fistula needles, and a baxter dialyzer. The pt was dialyzed on 8/31/2002. On 9/1/2002 the pt went to thehosp with jaundice and subsequently expired. The pt's blood results at the hosp revealed a low hemoglobin reading and hemolysis. It was reported that the pt experienced nausea, vomiting and diarrhea during the dialysis treatment. No further info is available at this time.

Event description:
The facility reported that the pt arrived for hemodialysis in stable condition. Pre-dialysis weight was 72.4 kg. Dry weight was 69.5 kg. Pre-dialysis blood pressure was 152/50 (sitting). The pt started her dialysis at 3:00 pm for a 4 hour treatment. A meridian hemodialysis machine was used in conjunction with a CT 190g dialyzer (reuse #20) at a blood flow rate of 225 ml/min through a permanent catheter access. The acid concentrate was noted to be changed at some time during the treatment from a 3k to a 2k bath. Two hours into this session, the pt complained of chest pain, nausea, vomiting and slurred speech. Blood was noted in stool. The pt was given an unknown amount of normal saline and phenergan during the treatment. The blood pressure during the treatment was also noted to be elevated at 220/86. The 4 hour session was completed with no machine alarms documented. The pt's post-dialysis weight was 72.7 kg and blood pressure was 187/70. The pt was discharged to home stable. The pt then presented to emergency room (exact time unknown) in full arrest. The pt expired in 2002: the cause of death is unknown.